Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable info becomes available. B)(4).

Event description:
A customer reported low laser power during a procedure. The case was aborted. There was no harm to the patient. Add'l info has been requested.